Manufacturer narrative:
(B)(4). No pt injury was reported by the provider. Separation is not labeled. The outer catheter shaft was separated approx 4 cm from the distal tip. The material around the fractured area appeared to be slightly narrowed in diameter which suggests that the catheter fractured due to an excessive tensile load while a wire guide or the inner catheter remained in the lumen of the outer catheter. The appearance of the fracture suggests that outer catheter met an excessive tensile load while the inner catheter or wireguide was still in place. It is possible that the device encountered resistance beyond its design due to scarring at the insertion site. Quality control personnel verify the type and outside diameter of the tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The proper internal personnel have been notified and we will continue to monitor for similar complaints. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Quality control risk analysis (qera) was not updated in response to this complaint. The addition of this complaint would not change the occurrence rate or risk priority number. Therefore, the conclusion is that no further mitigating action is necessary, is still valid.

Event description:
As reported to cook: according to the technologist at the facility - the pt had a scarred groin. After removing the inner micropuncture dilator, the physician noticed that the micropuncture catheter had actually separated about 2 inches from the distal tip. The wire was still in place. The physician was able to dissect down to the vessel and remove the portion that had separated. The pt was not injured.